Manufacturer narrative:
Per the clinic, the patient was hospitalized for IV antibiotic administration (specific date and duration not reported). The patient was also treated with oral antibiotics (specific date and duration not reported). Subsequently, the device was explanted on (B)(6) 2023, and there are no plans to reimplant the patient with a new device as of the date of this report. This report is submitted on november 17, 2023.

Manufacturer narrative:
This report is submitted on (B)(6) 2023.

Event description:
Per the clinic, the patient experienced an infection around the implant site (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.